Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported while on support, there were suction events. There was a spike in the motor current and left ventricle signals. It was suspected that biomaterial was ingested.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned for investigation. The returned pump was visually inspected, and biomaterial was observed around impeller, and the cannula shape appeared to be deformed. The cause of the low pump flow was biomaterial ingestion. In accordance with updated procedures, section d6 has been revised from the initial submission.